Event description:
Account reports receiving discrepant calcium results for ten pt samples when repeated on another analyzer - same methodology. Only five pt samples were provided as examples. Pt. 1, initial result gave 10.9 mg/dl; repeat gave 9.3 mg/dl. Pt. 2, initial result gave 11.0 mg/dl; repeat gave 9.4 mg/dl. Pt. 3, initial result gave 10.8 mg/dl; repeat gave 9.3 mg/dl. Pt. 4, initial result gave 10.7 mg/dl; repeat gave 9.7 mg/dl. Pt. 5, initial result gave 11.0 mg/dl; repeat gave 9.8 mg/dl. Erroneous results were not reported. The field service representative determined the cause to be the age of the reagent probes, and a defective vacuum pump. The reagent probes and vacuum pump were replaced and probes aligned. Performance tests were performed which were within specifications.